Manufacturer narrative:
The investigation has determined that a discordant, lower than expected vitros tsh result was obtained when processing a patient sample tested on a vitros 5600 integrated system, when compared to a non-vitros method result. A definitive assignable cause could not be determined. Based on historical quality control results, a vitros tsh lot 5590 performance issue is not a likely contributor to the event. Even though a vitros tsh within-run precision test was performed; insufficient replicates were obtained to make a full assessment of the instrument performance. Therefore an instrument issue cannot be completely ruled out as contributing to the lower than expected results. While it was stated that the patient was not on any biotin containing supplement, many over the counter supplements such as multivitamin supplements contain biotin and therefore the patient may be unaware of this. As information regarding details of the patient¿s medication and dosage were not provided, this cannot be entirely ruled out.

Event description:
A customer obtained a discordant, lower than expected vitros tsh result when processing one patient sample on a vitros 5600 integrated system. Patient sample vitros tsh result of <0.015 miu/l versus the expected (non-vitros) tsh result of 0.10603 miu/l. A biased result of the direction and magnitude observed may lead to inappropriate medical action if not detected. The lower than expected vitros tsh result was reported from the laboratory, however treatment was not altered, initiated or stopped based upon the reported result. Ortho was not made aware of any patient harm. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).